Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the device exhibited no image; unable to see picture when connected. The user tried multiple scopes and processors. All the former worked with a different cable. 'There were no reports or patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of ¿no image¿ was not reproduced, and no defect was observed. A review of the device history record was completed and it was confirmed that the device met manufacturing specifications and was shipped in accordance with all applicable procedures. As the reported event was not confirmed, and a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.